Event description:
It was reported that the pt had a non-healing surgical wound at the pump pocket, which required excision, debridement and repair. There was no determination of how severe the event was. The surgical was revised. Following the revision, the pt recovered without sequelae. The drugs used in the pump at the time of the event were fentanyl, bupivicaine, and clonidine.

Manufacturer narrative:
(B)(4).